Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a pacemaker implantation procedure, the subject ventricular lead was implanted without issue. A atrial lead (petite 52erjb) was also implanted, but there was difficulty in positioning it as the atrial threshold was high and the physician could not find a position with satisfactory values. After one hour, the atrial lead was implanted with a 0.7v threshold. On (B)(6) 2018, ventricular pacing failure as well as atrial threshold elevation (to 3.5v) were observed. Programmed atrial output was 3.5 v and intermittent atrial pacing failure was confirmed. A re-intervention was performed. When the pacemaker was explanted from a pacemaker pocket, the ventricular lead connector was disconnected from the ventricular port of the pacemaker without loosening the ventricular setscrew. It was suspected that improper connection of the ventricular lead caused ventricular pacing failure. The ventricular lead was reconnected to the pacemaker and proper ventricular pacing was confirmed. Repositioning of the subject atrial lead was reportedly difficult as atrial threshold was high while its impedance was normal, at around 600 ohms. When repeatedly changing the atrial lead position, atrial fibrillation occurred and defibrillation was performed.the atrium recovered a sinus rhythm, however, proper atrial sensing was not available and capture loss occurred with 8v output. The use of the atrial lead was therefore discontinued and explanted from the body. A port plug was inserted in the atrial port.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, during a pacemaker implantation procedure, the subject ventricular lead was implanted without issue. An atrial lead (petite 52erjb) was also implanted, but there was difficulty in positioning it as the atrial threshold was high and the physician could not find a position with satisfactory values. After one hour, the atrial lead was implanted with a 0.7v threshold. On (B)(6) 2018, ventricular pacing failure, as well as atrial threshold elevation (to 3.5v), were observed. Programmed atrial output was 3.5 v and intermittent atrial pacing failure was confirmed. A re-intervention was performed. When the pacemaker was explanted from a pacemaker pocket, the ventricular lead connector was disconnected from the ventricular port of the pacemaker without loosening the ventricular setscrew. It was suspected that improper connection of the ventricular lead caused ventricular pacing failure. The ventricular lead was reconnected to the pacemaker and proper ventricular pacing was confirmed. Repositioning of the subject atrial lead was reportedly difficult as atrial threshold was high while its impedance was normal, at around 600 ohms. When repeatedly changing the atrial lead position, atrial fibrillation occurred and defibrillation was performed. The atrium recovered a sinus rhythm, however, proper atrial sensing was not available and capture loss occurred with 8v output. The use of the atrial lead was therefore discontinued and explanted from the body. A port plug was inserted in the atrial port.